Event description:
During follow-up, the physician detected 3 episodes of vf stored on the ICD. Review of the egms showed non-cardiac sensed events of noise that were diagnosed as vf. Noise could not be reproduced. Lead insulation anomaly suspected. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes portion of previously capped lead was returned for analysis.

Event description:
New information indicted that the lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion was found at 23.9-26.5cm from the end of the is-1 connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location.